Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During a total hip replacement, surgeon noticed that cup impactor bolt was cross threaded when he impacted the cup. A small metal fragment was removed from the acetabulum. Case continued without delay or additional time